Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery anomaly was verified in the laboratory. No high current measurements were found during bench testing, automated electrical system testing, and temperature cycling. The original battery was returned to the vendor for further analysis. No anomalies were found that would cause battery depletion. The cause for the premature battery depletion could not be conclusively determined.

Event description:
It was reported that the device was at premature eri. The device was explanted and replaced.